Event description:
The customer's mother stated that the paramedics were called to treat the customer due to a hypoglycemic seizure. The reported blood glucose reading at the time of the event was 60 mg/dl. The customer was not treated by the paramedics, but he was taken to the hosp for monitoring. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.